Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if the device had depleted prematurely. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device had exhibited normal battery depletion.